Event description:
It was reported that the patient faced issue with infusion set on (B)(6) 2026 as infusion set tubing was detached from pump connector. The infusion set was in use for three days and the site of insertion was left abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.